Event description:
Same case as MDR ID: 2134265-2014-08004 and 2134265-2014-07787. (B)(4). It was reported that jailing of the vessel occurred. In (B)(6) 2014, the patient presented with complaints of chest pain associated with weakness, diaphoresis, nausea, and vomiting. The patient was hospitalized on the same day. Coronary angiography was performed and revealed 90% in-stent restenosis of the 2.25 x 20 mm taxus® liberté® atom¿ stent in mid lad and 75% proximal hazy stenosis (thrombus) in 1st diagonal. The 75% proximal hazy stenosis (thrombus) in proximal lad including 1st diagonal bifurcation was treated with aspiration thrombectomy, followed by kissing balloon angioplasty. The physician noted a residual thrombus in lad which was then treated with placement of a 3.0 x 12 mm promus premier¿ stent. Post deployment of the 3.0 x 12 mm promus premier¿ stent, jailing of 1st diagonal was noted with 90% stenosis. The physician treated the 1st diagonal with kissing balloon angioplasty. Following post dilatation, residual stenosis 10% in proximal lad and 25% in 1st diagonal. The 2.25 x 20 mm taxus® liberté® atom¿ stent in mid lad was treated with placement of a 2.5 x 12 mm promus premier¿ stent. Following post dilatation, residual stenosis was <10%. In addition, no additional intervention was performed for in-stent restenosis in right coronary artery (rca). Two days after, the event was resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).